Event description:
It was reported that during patient exertion, there was possible t-wave oversensing, exhibiting ventricular tachycardia and ventricular fibrillation (vt/vf). The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.